Event description:
It was reported to technical services on 04/20/2011 that this ra lead is undersensing and has high thresholds. Dr. (B)(6) at (B)(6) hospital will evaluate this further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).